Manufacturer narrative:
Cmpl-(B)(4).

Event description:
Users experience issue being logged out of their dexcom account

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).